Event description:
"S/p b sq mastx's for fcd (one l bx, fh negative breast ca) with immediate submusc implant reconstruction. Pt had polio with severe kyphoscoliosis and asym of breasts. Had 205cc mcghan gels on r and 190cc gels on l (? Type, no records). Due to continued asym, underwent exchange with b 255cc gels. The l was found to be ruptured. C/o cont'd asym since that sx with development of discomfort for several years, l more than r. The r seems to be getting smaller, no h/o trauma and is ruptured on MRI. Also has systemic c/o's including arthralgias (+ am stiffness), myalgias, dysesthesias/paresthesias, fatigue, sleep disturb, hot flashes, sweats, headaches, dental probs, visual disturb, dizzy spells, memory probs, dry mucus membranes, rashes, sens sun/cold, sob/cp, costochondritis, htn, wgt gain, gi disturb, and easy bruising. Pt is otherwise healthy."